Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient's device was not helping their symptoms. Patient said they have tried 6 of the 7 programs and have not had any falls, trauma or change in activity. Patient also said the implant seems a little sideways in the upper buttock. Patient services reviewed the option to increase stim or change programs. Patient increased stim to 4.1 and was not feeling stim in the bike seat area. Patient turned stim off and said they felt something in the bike seat. Patient services recommended following up with their healthcare provider (hcp) to have the device checked.